Event description:
In 1995 had (B)(4) total joints (all metal) implanted. In (B)(6) 2009 felt an explosion-like feeling in the head. Deathly ill with excruciating pain, throwing up, and uncontrollable nausea. Pain was beyond anything which could be described. Drs couldn't figure out what was wrong. In (B)(6) 2011 after an MRI, it was discovered the tmj joints had splintered and fragmented. Additionally, the right side of the implant fractured the skull bone. Dr (B)(6) suggested he could save the pt and the insurance company money by implanting a custom tmj implant using tmj concepts all in one procedure. Because this is a custom made joint the implant the MFR requires the joints to be implanted in two steps; a removal procedure and a separate implanting procedure after the custom joint is made. The pt is concerned that dr (B)(6) to do all of this in one procedure. (B)(4) implants are scheduled to be removed in (B)(6) 2011.